Event description:
Primary procedure, right hip. It was reported that after assembly, the 28 -4 biolox head would not articulate freely with the uhr bipolar component. The devices were wasted and a 28 -4 lfit head with a competitor bipolar component was used to complete the surgery successfully with a surgical delay of approximately 10 minutes. A usage sheet showing the wasted implants was supplied, and the devices are available for return, but no further information will be released by the hospital or surgeon per the reporter.

Manufacturer narrative:
Corrected data: new awareness date in g4. Additional manufacturer narrative: added inv conclusion to h10. An event regarding size/fit issue involving a ceramic head was reported. The event was confirmed by inspection of the returned device. Method & results: device evaluation and results: visual inspection of the received device noted that the device was returned in used condition. The device was returned assembled with the uhr bipolar. Scratch marks were observed on the surface of the device. The device was inspected dimensionally and all dimensions were found to be within all the specifications. Functional inspection was performed which noted that the devices were returned assembled and the femoral head was confirmed to be difficult to rotate in the uhr bipolar. Material analysis is not performed as this is not related to material integrity. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot and sterile lot. Conclusions: it was reported that after assembly, the 28 -4 biolox head would not articulate freely with the uhr bipolar component. Visual inspection of the received device noted that the device was returned in used condition. The device was returned assembled with the uhr bipolar. Scratch marks were observed on the surface of the device. The device was inspected dimensionally and all dimensions were found to be within all the specifications. Functional inspection was performed which noted that the devices were returned assembled and the femoral head was confirmed to be difficult to rotate in the uhr bipolar. The exact cause of the event could not be determined because insufficient information was provided. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Primary procedure, right hip. It was reported that after assembly, the 28 -4 biolox head would not articulate freely with the uhr bipolar component. The devices were wasted and a 28 -4 lfit head with a competitor bipolar component was used to complete the surgery successfully with a surgical delay of approximately 10 minutes. A usage sheet showing the wasted implants was supplied, and the devices are available for return, but no further information will be released by the hospital or surgeon per the reporter.

Manufacturer narrative:
An event regarding size/fit issue involving a ceramic head was reported. The event was confirmed by inspection of the returned device. Method & results: -device evaluation and results: visual inspection of the received device noted that the device was returned in used condition. The device was returned assembled with the uhr bipolar. Scratch marks were observed on the surface of the device. The device was inspected dimensionally and all dimensions were found to be within all the specifications. Functional inspection was performed which noted that the devices were returned assembled and the femoral head was confirmed to be difficult to rotate in the uhr bipolar. Material analysis is not performed as this is not related to material integrity. -clinician review: no medical records were received for review with a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot and sterile lot. Conclusions: it was reported that after assembly, the 28 -4 biolox head would not articulate freely with the uhr bipolar component. Visual inspection of the received device noted that the device was returned in used condition. The device was returned assembled with the uhr bipolar. Scratch marks were observed on the surface of the device. The device was inspected dimensionally and all dimensions were found to be within all the specifications. Functional inspection was performed which noted that the devices were returned assembled and the femoral head was confirmed to be difficult to rotate in the uhr bipolar. The exact cause of the event could not be determined because insufficient information was provided. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, right hip. It was reported that after assembly, the 28 -4 biolox head would not articulate freely with the uhr bipolar component. The devices were wasted and a 28 -4 lfit head with a competitor bipolar component was used to complete the surgery successfully with a surgical delay of approximately 10 minutes. A usage sheet showing the wasted implants was supplied, and the devices are available for return, but no further information will be released by the hospital or surgeon per the reporter.